Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected reagent probe b and the valve. Fse removed the obstruction in the valve and cleaned the valve to resolve the issue. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported a leak from reagent probe b on the unicel dxc 600 pro synchron system. The leak was contained within the instrument. The customer was wearing eye protection and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.